Event description:
It was reported that the right ventricular lead exhibited noise. During the replacement procedure and upon extracting the right ventricular lead, the atrial lead was noted to have physical damage. Both leads were explanted and replaced. There were no adverse consequences. The patient's condition post procedure was stable.

Manufacturer narrative:
Insulation damage was noted 31.8 ¿ 33.5 cm from the connector pin consistent with clavicle crush damage. All the lumens, the ptfe liner and the re etfe cable coating were found damaged. This is consistent with the observation from the field of noise.